Event description:
It was reported that a patient underwent a procedure where the superion indirect decompression (ID) spacer was removed for an unknown reason. The physician removed the ID implant from the lumbar 4-5 vertebrae and performed a decompression at the same level. Analysis of the ID spacer was not performed as it was retained by the facility. No further information has been provided despite good faith efforts.